Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the vessel tortuosity is moderate with no calcification. It was reported that on a follow-up CT scan the aaa had grown to over 9cm. The physician scheduled the patient for a procedure to re-line the stent graft with another manufacturer¿s iliac limbs and a cuff. During the pre-case angiogram, a large endoleak was observed. After implanting the limbs and cuff, the endoleak appeared to have resolved and the decision was made to end the procedure. Per the physician the cause of the endoleak is unknown; however, the physician suspected a possible tear in the material but this could not be verified by CT or angio. No additional clinical sequelae were reported and the patient is fine.